Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual inspection confirmed the plastic grip of the handle to be cracked on opposite sides. The grip is also twisted off axis. The shaft and strike plate are dinged and scratched. The threads are lightly nicked but no major damage or fractures were observed. DHR was reviewed and no discrepancies. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, the plastic on the handle inserter extractor instrument cracked. Another tool was used to complete the surgery. There was no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.